Event description:
Clinical notes were received as part of the vns replacement process. The notes stated that high impedance was found on the patient's device, and system diagnostics were received confirming the high impedance. No additional or relevant information has been received to date. No relevant surgery is known to have occurred to date.

Event description:
It was reported that the patient's lead was replaced, and that the lead was discarded per the hospital's protocol. No additional or relevant information has been received to date.

Manufacturer narrative:
Describe event; corrected data; supplemental MDR #1 inadvertently omitted data known prior to submission as the generator had been received by the manufacturer at that time.

Event description:
The patient's generator was also replaced at the time of the lead replacement. Analysis of the generator was approved. A review of the internal data from the generator found that high impedance was present the date of lead replacement. Electrical test results show that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional or relevant information has been received to date.